Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated towards heart and the struts perforated in to the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. After three days, a computed tomography of chest was performed for follow-up study after starting thrombolytic therapy, which showed a large central pulmonary embolus on the right main pulmonary artery which extends into the descending pulmonary artery and some of the small branches into the right lower lobe. There was a small amount of pulmonary embolus on the left side involving left lower lobe pulmonary artery branches and a left upper lobe pulmonary artery branch. The appearance of the pulmonary embolus was not significantly changed compared to previous examination. After seven years and six months, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that the filter was at the infrarenal inferior vena cava with normal retroperitoneum. The ultrasound abdomen was performed on the same day for abdominal pain, which showed normal study of the abdomen. After one year and five months, a computed tomography of chest for performed for recurrent dyspnea. The study showed that suspicious for pneumonia and no evidence of pulmonary embolism. After one year and nine months, a computed tomography of abdomen and pelvis was performed for abdominal pain which showed that the filter apex was at the level of the inferior aspect of l2 with normal retroperitoneum. After one month, a computed tomography of abdomen and pelvis was performed for gastric pain which showed filter was in place and prominent vessels present throughout the retroperitoneum. After two weeks, a computed tomography of abdomen and pelvis was performed for generalized abdominal pain which showed that the filter was in place and chronic thrombosis of the inferior vena cava was noted. After three months, a computed tomography of abdomen and pelvis was performed for filter check. The study showed that the filter was positioned below the renal veins and the filter was migrated and fractured. The filter cap was located 1 cm proximal to the renal veins and the main body of the filter was located 3 cm distal to the renal veins. All the filter struts perforated the inferior vena caval walls with one strut penetrating the posterior wall of the duodenum and another strut touching the abdominal aorta. The remainder of the struts lie within the pericaval fat. Therefore, the investigation is confirmed for alleged filter limb detachment, perforation of the inferior vena cava and filter migration. However, the investigation in inconclusive for alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated towards heart and the struts perforated in to the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.